Event description:
It was reported that the patient was having high impedance and a significant increase in seizures. The patient was referred for a full revision. It was reported that the patient generator was interrogated in pre-op and high impedance was observed. During surgery, the replacement generator was attached to the suspect lead and the high impedance resolved. System diagnostics were performed 3 times and impedance was observed to be within normal limits. It was determined by the surgeon that a lead revision was not necessary. The explanted generator has not been received to date. No additional relevant information has been received to date

Event description:
The explanted generator was received and product analysis is being performed. No additional relevant information has been received to date.

Event description:
Generator analysis was performed. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The generator battery measured 2.988 volts and found to be at an ifi=no condition. High impedance was first observed on (B)(6) 2020. No additional relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR?- correction - code 02 should not have been included on supplemental #1 MDR as the suspect device has not been explanted or received to date. H6. Evaluation codes - results - correction - coding 3233 should not have been included on supplemental #1 MDR as the suspect device has not been explanted or received to date.